Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia. The procedure performed was laparoscopic repair of recurrent incisional hernia. (B)(6) 2016 - the patient underwent a surgical revision was for open ventral incisional hernia repair with mesh and the pre-op and post-op diagnosis was ventral incisional hernia repair. The patient experienced recurrence and revision. Underwent revision surgery on (B)(6) 2017, approximately thirteen (13) months after the initial surgery on (B)(6) 2016. This report is for the revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced abdominal pain, pain, adhesions, meshoma, mesh balled up, diastasis, bulging, recurrence, fatigue, and discomfort. Post-operative patient treatment included creation of myofascial flaps, removal of mesh, CT-scan, medication, and hernia repair with new mesh. Relevant tests/laboratory data: (B)(6) 2017: CT showed stable small fat-containing umbilical hernia with a few nondilated loops of small bowel adjacent to anterior abdominal wall. (B)(6) 2018: progress note stated CT scan done during ed visit had shown mesh still covering defect though has diastasis of abdominal wall causing bulging (B)(6) 2019: op note stated CT scan showed a wide diastasis and recent ultrasound demonstrated concern for recurrence of hernia

Manufacturer narrative:
Additional information: b5, b7, e1(facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced abdominal pain, pain, adhesions, meshoma, mesh balled up, diastasis, bulging, recurrence, and discomfort. Post-operative patient treatment included medication, creation of myofascial flaps, removal of mesh, and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced abdominal pain, pain, adhesions, meshoma, mesh balled up, diastasis, bulging, recurrence, fatigue, and discomfort. Post-operative patient treatment included creation of myofascial flaps, removal of mesh, CT-scan, medication, and hernia repair with new mesh. Relevant tests/laboratory data:(B)(6) 2017: CT showed stable small fat-containing umbilical hernia with a few nondilated loops of small bowel adjacent to anterior abdominal wall. (B)(6) 2018: progress note stated CT scan done during ed visit had shown mesh still covering defect though has diastasis of abdominal wall causing bulging (B)(6) 2019: op note stated CT scan showed a wide diastasis and recent ultrasound demonstrated concern for recurrence of hernia.

Manufacturer narrative:
Additional information: h6 (patient codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced abdominal pain, pain, adhesions, mesh balled up, diastasis, bulging, recurrence, and discomfort. Post-operative patient treatment included medication, creation of myofascial flaps, removal of mesh, and hernia repair with new mesh.